Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse event of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. However, despite the serious adverse events the patient reported they continue to utilize the same liberty select cycler without any reported issue. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a week due to peritonitis. During follow-up, the patient reported they are recovering from the peritonitis and they continue to improve daily. The patient¿s abdominal pain has resolved, and they continue to perform ccpd utilizing the same liberty select cycler as before the events with no concerns. The cause of the peritonitis remains unknown, and they are currently still receiving antibiotics (drug, dose, duration not provided) through their mid-line (intravenous) daily. Subsequent attempts to obtain clinical information from the pd registered nurse (e.g., culture/cell count results, causality, medications) have thus far proven unsuccessful.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for a week due to peritonitis. During follow-up, the patient reported they are recovering from the peritonitis and they continue to improve daily. The patient¿s abdominal pain has resolved, and they continue to perform ccpd utilizing the same liberty select cycler as before the events with no concerns. The cause of the peritonitis remains unknown, and they are currently still receiving antibiotics (drug, dose, duration not provided) through their mid-line (intravenous) daily. Subsequent attempts to obtain clinical information from the pd registered nurse (e.g., culture/cell count results, causality, medications) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.